Manufacturer narrative:
(B)(4) the device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient received a chest tube and was hospitalized overnight. The physician attributes the pneumothorax to the radial probe (not superdimension product) that was extended too far beyond the end of the extended working channel. If additional information pertinent to the incident is obtained a follow-up report will be submitted.